Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following:it was reported that the patient underwent a surgical procedure on (B)(6) 2010 and unk mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 due to recurrent sui; concurrent procedure-cystoscopy. It was reported that following insertion the patient experienced infection, pain, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and emotional/psychological injury, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to recurrence. It was reported that patient on (B)(6) 2012 the patient underwent mesh erosion repair with cystoscopy and excision of ¿suture vs mesh¿ and excision of scar tissue due to mesh erosion and pain to partner during sex. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 in order to treat sui and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh erosion repair with cystoscopy on (B)(6) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.